Manufacturer narrative:
Context: a customer in france notified biomérieux of potential acinetobacter ursingii contamination in association with the bact/alert pf plus (plastic) (ref. (B)(4) lot.0004100600, expiration date: 10-nov-2022) while testing patient samples. One patient (patient # 1) had four (4) bottles for the bact/alert fa plus bottles (lot # 0004100796). Another patient (patient # 2) had three (3) bottles for the pf plus bottles (lot # 0004100600). Summary: the two patients were completely independent of each other; one in the resuscitation (trauma) area and the other in neonatal. The patients positive culture bottle results led to antibiotic treatment despite the belief the a. Ursingii was contamination and not true sources of infection. The customer stated they knew this organism is mainly in the environment (e.g., soil and water) and this organism was viewed as a contaminant. The customer did not provide any information on the quality of the samples (e.g., venipuncture or intravenous (central venous catheter)) or what disinfectants were used for cleaning the patients skin and bottle tops prior to drawing of blood samples the customer viewed this issue as "combination of circumstance" (e.g., blood drawing process, environment of draw, storage environment of bottles). System backup data was requested; however, customer was unable to provide the backup from the instrument or graphs associated with the fa plus and pf plus bottles. Note: customer submitted the following information after the initial MDR submission : the decision was made to administer antibiotics to these patients even though the customer communicated that it was believed the a. Ursingii was contamination and not true sources of infection. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Investigation results: root cause analysis: based on the evaluation of data and the information provided by the customer, there are three most probable root causes for contamination of bact/alert fa plus and pf plus bottles with a. Ursingii organisms pertaining to complaint inv-13971: materials, manpower, and environment are the potential contributing factors (combination of events) to the root cause of this complaint. Materials: bact/alert bottles are exposed to exceedingly high temperatures at two different stages during the production process. These temperatures are sufficient enough to kill most non-spore forming organisms. Media in the bottle alone will not be sufficient enough to sustain organism growth of some fastidious organisms, patient sample adds required nutrients. An internal study conducted on contamination stemming from various complaints, supports that organisms considered contaminants are introduced into the bact/alert culture bottles at the time of sample collection and inoculated into the bottles. The customer did not provide any information on the quality of the samples (e.g., venipuncture or intravenous (central venous catheter)) or what disinfectants were used for cleaning the patients skin and bottle tops prior to drawing of blood samples. The customer did not mention visually detecting any bottle defects (e.g., yellow sensor, or media turbidity) prior to inoculating patient blood samples into the bottles. The customer viewed this issue as "combination of circumstance" (e.g., blood drawing process, environment of draw, storage environment of bottles). Article 1: bacteremia due to acinetobacter ursingii in infants: reports of two cases, n. Yakut, e.k. Kepenekli, a. Karaaslan, s. Atici, g. Akkoc, s.o.demir, a. Soysal, and m. Bakir; pan african medical journal.2016; 23:193 doi:10.11604/pamj.2016.23.193.8545; http://www.panafrican-med-journal.com/content/article/23/193/full/. Key points of this article pertaining to this investigation are summarized below: acinetobacter species are most common nosocomial (hospital acquired) infections (e.g., ventilator related pneumonia, catheter-related bacteremia). Acinetobacter ursingii (a. Ursingii) is an aerobic, gram negative, opportunistic microorganism in immunocompromised patients. Acinetobacter species is commonly found in nature and can be part of skin flora, oral cavity, upper respiratory, genital and gastrointestinal tracts. This species can remain on inanimate surfaces for a long time and like moist areas (e.g., humidifiers and ventilators). A. Ursingii has been isolated from clinical specimens; however, it is rarely found in children. Two immunocompetent infants were hospitalized due to bacteremia with a. Ursingii. Both patients were diagnosed and treated successfully with appropriate antibiotics. The bact/alert fa plus and pf plus culture bottles detected organism growth as intended; however, the organism detected were acinetobacter ursingii (a. Ursingii), suspected contaminant as per the customer. Acinetobacter ursingii is a gram negative opportunistic microorganism able to survive on skin and devices in moist conditions. This organism is associated with hospital-acquired (nosocomial) infections. A point of entry into the patient¿s blood culture sample as a contaminant and/or patient would be through a physical contact of a blood drawing device or another device used on the patient with presence of the viable organism, a. Ursingii. Materials are a potential contributing factor to this complaint. Manpower: the customer did not communicate the process for which the blood samples for the two patients were drawn (e.g., venipuncture or intravenous catheter (IV) or by which staff member (e.g., phlebotomist or nurse). The most common way for a contaminant to be introduced into the bottle is during the sample collection process and/or inoculation into the bact/alert culture bottles. It is important to conduct proper disinfection of bottle top(s) and intended site of the venipuncture on the patient¿s skin, avoid contact of surfaces after gloves are on and prior to inoculation of sample into the bottle (e.g., bedding, computer keyboards, cell phones, curtains, portable drawing station holding supplies). It is unknown if the patients associated with the fa plus and pf plus bottles presented symptoms relating to an infection potentially caused by a. Ursingii; however, a medical diagnosis of a patient involves clinical findings, laboratory results, and other diagnostic information. The decision was made to administer antibiotics to these patients even though the customer communicated that it was believed the a. Ursingii isolates were contaminants and not true sources of infection. Manpower is a potential contributing factor to this complaint. Environment: environmental conditions such as dust, dirt, light, temperature, biological material, and humidity conditions of the manufacturing area or the exposure of the patient sample at a customer¿s site can contribute to the root cause of an issue. Article: bacterial contamination of clothes and environmental items in a third-level hospital in colombia, j.c. Catano, l.m. Echeverri, and c. Szela; interdisciplinary perspectives on infectious diseases, volume 2012, article ID 507640, 5 pages; doi:10.1155/2012/507640. Key points related to this investigation are listed below: a study was conducted to evaluate the rate of items in the hospital setting that are frequently in contact with patients/hospital staff in relation to the presence of bacterial species, specifically antibiotic resistant . Cultures were taken from computer keyboards, curtains, cell phones, white coats, and ties. Nosocomial infections (hospital acquired) depend on the ability of pathogens to remain on a viable surface, the rate at which these surfaces are touched by patients/staff, the point of entry to the patients exposed to the surface contamination, the levels of contamination on these surfaces. The study was conducted in a 650-bed teaching hospital and surfaces in the emergency room, two different adult intensive care units (ICU), adult special care unit, and internal medicine unit were randomly sampled during typical weekdays. All surfaces collectively had a 98.7% bacterial contamination. Acinetobacter ursingii was found on curtains in all areas except the two different ICU units. Improving hand washing, environmental cleaning (e.g., hospital surfaces and devices/clothing of staff), and isolation of patients with pathogenic bacteria are methods to reduce the presence of contamination from organisms. The customer communicated that the two patients were completely independent of each other; one in the resuscitation (trauma) area and the other in neonatal. The blood samples were drawn from these two patients between 11oct2022 and 15oct2022. The trauma area could be a high traffic area similar to an emergency room and most external elements brought in with patients and the potential for blood culture bottle contamination would be high. The customer stated they knew this organism is mainly in the environment (e.g., soil and water) and this organism was viewed as a contaminant. It was not mentioned by the customer if the storage of bact/alert bottles used for trauma and neonatal areas is located in one inventory location. If so, this location can be contaminated with a. Ursingii and the bottles could have been taken from the same area prior to use on the two patients. Hand washing and the use of appropriate disinfectants on hospital setting surfaces will reduce contamination as well as spread of hospital acquired infections. Environment is a potential contributing factor to this complaint. Conclusion: there is no evidence of any bottle malfunction with the bact/alert fa plus or pf plus culture bottle lots. The bact/alert fa plus and pf plus bottles detected organism growth as intended; however, the organism detected was a. Ursingii, suspected contaminant as per the customer. Monitoring and detection methods for potential bottle contamination are part of the manufacturing and quality control processes for bact/alert culture bottles prior to the release of product to customers.

Event description:
Intended use: bact/alert® pf plus culture bottles are used with bact/alert® microbial detection systems in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms (bacteria and yeast) from blood. Issue description: a customer in france notified biomérieux of potential acinetobacter ursingii contamination in association with the bact/alert pf plus (plastic) (ref. (B)(4), lot. 0004100600, expiration date: 10-nov-2022) while testing a patient sample. A related complaint (B)(4) documents potential acinetobacter ursingii contamination in association with bact/alert fa plus bottles for a different patients' sample. One patient (patient # 1) had four (4) bottles for the bact/alert fa plus bottles (lot # 0004100796). Another patient (patient # 2) had three (3) bottles for the bact/alert pf plus bottles (lot # 0004100600). As acinetobacter ursingii is rarely isolated from two patients totally independent of each other during the same week, and as its natural source is essentially in the environment, the customer wonders if it is not a contamination of the blood culture bottles of these two batches. Note: according to the centers for disease control and prevention "acinetobacter is a group of bacteria (germs) commonly found in the environment, e.g. In soil and water." Biomérieux gcs (global customer service) requested additional information, but the customer was unable to provide the detail prior to assessment. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.